Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The product was returned for evaluation. The commander delivery system was returned fully inserted through the loader cap and sheath. The delivery system was returned with minimal fine adjust at the locked position. The delivery system was visually inspected and the following was observed: the balloon burst circumfentially and no balloon pieces were suspected to be missing, the balloon spring was distorted, and the delivery system/balloon were fully inserted through the sheath and a sheath liner delamination was observed. Due to the condition of the returned device (burst balloon) no functional testing could be performed. The complaint was confirmed through visual inspection. The balloon single wall thickness at all measured locations were within specification. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The instructions for use (IFU), device preparation, and the training manual confirmed no deficiencies were identified.   Transcatheter delivery balloon burst complaints have been previously documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributed to this event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, no manufacturing non-conformities were identified as no visual abnormalities were observed on the returned sample and the dimensional measurements met specification. The patient was noted to have severe calcification in the annulus/leaflets. This suggests that the root cause of the balloon burst is related to those detailed in the technical summary. In addition, per addition information from the field, ¿the stj was small and calcified and there was excessive calcification throughout causing the balloon to rupture.¿ an in-depth evaluation regarding complaints and clinical data for ¿balloon ¿ burst¿ has been documented in the technical summary written by edwards lifesciences. In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon could have been caught on the tip of the sheath. As the balloon was burst circumferentially, the exposed distal balloon wings flared out is an indicative that the distal section of the balloon was caught at the sheath distal tip. As such, available information supports that patient (annular calcification) and procedural factors (withdrawal of a burst balloon) likely led to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, during the deployment of a 23 mm sapien 3 valve in the aortic position via transfemoral approach the balloon burst circumferentially. During removal the balloon caught on the vessel when pulling into sheath. A vascular cut down was required to repair the vessel.